Event description:
The device was returned as part of field action. Upon inspection, the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed excessive current leakage from the internal batteries in the device's powered-off state. Physio further evaluated the device's analog pcb assembly and determined that root cause for the failure was an electrically leaky capacitor, designator c177.